Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields:d8, h2, h3, h4, h6, h11. The reported failure was confirmed the device has needle tip broken and bent. The most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue olympus will continue to monitor field performance for this device.

Event description:
The patient had an ebus performed, during a follow up bronchoscopy it was discovered that part of the ebus needle was found in the bronchi. The needle was successfully removed using foreign body forceps. The procedure was completed using the same device. There were no reports of harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.